Event description:
It was reported that during an unknown procedure, there were jammed clips. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Hoop spring. The analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was noted to have an early lockout and therefore it could not be cycled and would not feed the clips. The instrument was disassembled and the hoop spring was found deformed and the antibackup damaged. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.